Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was frequently powering off without user intervention. New batteries were used and the battery cap secured properly to the pump; however the issue recurred until the pump no longer powered back on. The pump did not emit any alarms to alert the user of an issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following results:a review of the pump¿s history showed multiple unexplained reboots. The battery cap and battery compartment were returned undamaged. The battery cap dimensions were within specifications. The pump was able to power on and be exercised with no power loss. The pump cover was removed and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.